Event description:
It was reported that the user forgets to unclamp the secondary tubing, which results in delayed or failure to administer medications via intermittent infusion. Customer states "although the pump now has a prompt to remind users to verify the secondary clamp is open, unfortunately, it hasn¿t been effective at mitigating this error." A report was received from health canada's canada vigilance program which states, "called by lpn to check pump message 'infusion complete' for patient . Covering for another rn who is on break. Discovered that the cyclosporine was clamped- secondary bag full and clamp on off position. This medication would have been hung at 1800 hrs. Medication unclamped and dr on call notified."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the user forgets to unclamp the secondary tubing, which results in delayed or failure to administer medications via intermittent infusion. Customer states "although the pump now has a prompt to remind users to verify the secondary clamp is open, unfortunately, it hasn¿t been effective at mitigating this error." There was patient involvement but no harm. A report was received from health canada's canada vigilance program which states, "called by lpn to check pump message 'infusion complete' for patient . Covering for another rn who is on break. Discovered that the cyclosporine was clamped- secondary bag full and clamp on off position. This medication would have been hung at 1800 hrs. Medication unclamped and dr on call notified."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established correction: describe event or problem additional information : imdrf annex a,g,b,c and d codes.